Event description:
The patient tested her blood glucose on the suspect device at 11:30pm and it was 244mg/dl. She was symptomatic of hypoglycemia so ate crackers and drank milk. About 1 hour later, she was still not feeling well so she went to the ER. At 1:30am, lab blood glucose was 43mg/dl. She was given an IV with dextrose and food. She stayed in hospital until 12/29/1999.